Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2019 with the following findings: a review of the pump black box showed cs 078 call service alarms. During testing, during rewind step the pump emitted a cs 078 call service alarm. There was moisture observed on the display. The pump was found to leak at a crack in the case. The pump was opened and moisture damage found on motor flex connector, causing the alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On 01-aug-2019, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.